Event description:
It was reported that, "a portion of the above trial insert fractured off and had to be removed from the patient. It fractured during trial range of motion with a #2 triathlon trial cutting guide 6543-1-732, as the corners of the cutting guide slot impinged on the trial insert."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If device or additional information becomes available it will be submitted in supplemental report.